Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the insertion area began itching and was bright red. The patient removed the sensor on (B)(6) 2018 and treated the affected area with benadryl and betamethasone/clobetasol propionate steroid cream. The steroid cream was previously prescribed to the patient, however the exact date and details of medical intervention were not provided. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available.